Event description:
Initial troponin t result of 0.167 ng/ml. New sample from same pt, same day, gave result of <0.01 ng/ml. Both the initial sample and new sample were repeated, both gave results of <0.01 ng/ml. The initial sample was repeated again, and also gave result of <0.01 ng/ml. Initial result was reported. No information provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.